Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a disconnection between the supply line of the hc cassette and the transfer set that led to this alarm. The registered nurse (rn) reported that the home patient (hp) got up to go to the restroom and yanked the line and the lines disconnected. Renal therapy services (rts) instructed the rn to cycle the power of the hc off or on to get back to the beginning and to start therapy over with new supplies. Proper procedures, per the user manual, were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.